Event description:
It was reported that during ptca procedure, as the balloon catheter was loaded onto the guide wire, the tip fell off. There was some minor resistance felt. Reportedly, there was no patient injury.